Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had no air/water flow after removing nozzle. There was no patient involvement.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). Further review found there was no reportable malfunction related to the subject device captured in this complaint. The initial MDR was inadvertently submitted as a reportable malfunction. The initial medwatch reported the returned device found that there was no air/water flow after removing nozzle during evaluation; however, there was no evidence of foreign material on or in the device, or incomplete reprocessing. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.